Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty o2 flow transducer on the smart pneumatic module. The smart pneumatic module was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.